Event description:
Customer reported she was hospitalized due to high blood glucose of 572 mg/dl. Current blood glucose was 472 mg/dl. Customer was unsure if the insulin pump was not working due to the CT contrast she took. Symptoms were thirsty and were throwing up. Customer stated she drank something from for the CT scan. Scan was done from brain to pelvis. Customer was not in an accident. Customer was wearing the insulin pump at the time of the hospitalization. Customer has cancer and was unsure if she was connected or disconnected to the device. Customer will call back to perform troubleshooting on the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.